Event description:
A malfunction alarm was reported by the customer, identified as malf 9. Customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided guidance on resetting the pump, which resolved the issue, and the malfunction did not recur. Customer was advised to continue using the pump and to report any further issues.